Event description:
It was reported that during a prostate procedure at 57,192 joules, the fiber would not translate the doctor's sweeping motion to the fiber tip. The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's glass cap was found to be detached; the glass cap was not returned by the customer. There was no report of injury as a result of this event and there was no indication or report of any part of the device remaining inside the pt. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/cap condition could also result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to the heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.